Event description:
Boston scientific received information that during a follow up visit the patient with this left ventricular (lv) lead reported not feeling as energetic. Interrogation and testing revealed that this lv lead appeared to be pacing in the right atrium (ra) at times and in the left ventricle (lv) at other times. It is suspected that the lead has dislodged. The patient was sent for a chest x-ray and will be evaluated for repositioning of the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available, this investigation will be updated.